Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient's hip arthroplasty was revised due to dislocation. During the revision the stem was noted to be loose and easily removed by hand.

Manufacturer narrative:
Review of device history records found these units pn: 8114-02-20 / ln: 63015299 and pn: 8018-32-14 / ln: 62977499 were released to distribution with no deviations or abnormalities. Product was not returned so no product evaluation could be conducted. DHR review for pn: 8005-554-32 / ln:62945916 shows (B)(4) piece was scrapped at operation (B)(4) (stamp verification) and indicates (B)(4) devices were manufactured to specifications. Inspection documentation shows all devices that were accepted, completed, and sent to inventory met specifications. This device was used for treatment. The following components were reviewed for compatibility with no issues noted: pn: 8114-02-20 / ln: 63015299 and pn: 8018-32-14 / ln: 62977499. Review of complaint history found no additional issues reported for this item for this reason. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event.